Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received the drive support cap notice. During troubleshooting, customer reported that drive support cap was loose due to falling. Customer's blood glucose was 207 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.